Event description:
It was reported that the insulin pump had a crack at the bottom half of where the arrows were located. The blood glucose reading was 265 mg/dl, which was treated with a manual injection. The customer stated that when she put the insulin in the tube, she noticed the crack. She noted that when she put in a new infusion set, the insulin pump leaked from somewhere; however, upon troubleshooting, it was found that there was no leaking to report at all. She noted that the crack may have been a result of having dropped the device about a year prior. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip, lcd display window and minor scratches on display window.